Manufacturer narrative:
(B)(4): (dissection).

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (revascularization).

Event description:
It is reported that there was a dissection of the obtuse marginal 2 noted during the index procedure, this was caused by a non medtronic balloon and was treated with 2 overlapping endeavor sprint rapid exchange (rx) drug eluting stents. The physician planned to treat another lesion (proximal and mid-lad 12) during a staged procedure approximately 9 days post index procedure. It is reported that there was a dissection to the ostium of the lad which was caused by a non medtronic catheter which had been used to inject contrast and when it was removed, there was a dissection that extended back to the ostium of the lad. There were 2 micro-driver stents used to treat this dissection. It is reported that there was an unsuccessful attempt to open chronically occluded mid lad. There was a residual dissection noted in the first diagonal after pci attempt, this dissection was caused by a non-medtronic wire which was not treated during this procedure. The obtuse marginal 2 lesion (previously stented) was later treated with micro-driver bms because of a distal edge dissection. Approximately 2 weeks post index procedure, there was another procedure planned. Peri-procedural complications included: hypopnea, hypoxia, unresponsiveness from sedation with resultant bradycardia and hypotension; patient was treated with IV narcan, IV atropine and ia phenylephrine with resultant improvement in hemodynamics. Patient also noted to have blood from oral cavity; suspected tongue bite. There was another lesion (proximal and mid-lad 12) that was treated with angioplasty only after unsuccessful pci. It is reported that the physician tried to advance an endeavor sprint rx drug eluting stent into proximal lad, the stent became dislodged and was successfully retrieved using a retriever 18 endovascular snare. (Ref MFR # 9612164-2011-01500).

Event description:
Two endeavor sprint rapid exchange (rx) drug eluting stents were implanted in the 1st obtuse marginal during index procedure. It is reported that approx 9 days post index procedure there was a driver rapid exchange (rx) bare metal stent implanted in the 2nd marginal to treat a distal edge dissection of a prior stent. At 30 day follow up, patient's worst angina status was reported as class 1 per canadian cardiovascular society classification of angina criteria. (Ref MFR # 9612164201100228).